Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "pain and leakage during use of chemotherapy. Line inserted 7/10 and removed 15/10, patient receiving paclitaxel. I can confirm that the leakage was subcutaneous. Harm caused was arm swelling, pain, delay inn cancer treatment, additional hospital visits for extravasation checks, additional procedure to insert new line and emotional distress." No other information was provided.